Manufacturer narrative:
The customer called into technical support (ts) reporting that while testing the device, it has intermittent automatic shutdown. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is experiencing an intermittent automatic shutdown. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.